Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred. Reportedly, the pump did not go outside of the allowable operating altitude range. Customer's blood glucose level was 245 mg/dl. The customer declined a follow-up by tandem technical support to ensure alternate therapy was obtained.